Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that the length of the lead was not compatible with the patient anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.